Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter with a connector assembly. A split was observed in the extension tubing of the proximal connector piece. No further details of the split site could be discerned in the photograph. The device was secured using a clear plastic adhesive bandage that covered several centimeters of the catheter shaft as well as the connecting pieces. Additionally, the point of connection of the distal and proximal connecting pieces was circled in the photograph however, no abnormalities were observed in that location. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the groshong PICC burst whilst having CT injection in radiology. The damaged PICC was subsequently removed and not replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.